Event description:
It was reported that the device experienced unexpected battery longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Reviewed the analysis findings and updated/reviewed the fdr, fdm and fdc codes as well as the event summary. The art task was completed and the rr was updated. Concomitant products: 4193-88 lead, implanted: (B)(6) 2007; 6949-58 lead, implanted: (B)(6) 2007. (B)(4).